Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported there was no evidence of migrating activity from the baclofen pump reservoir. The proximal catheter tubing was entrapped within a suture loop near the pump site was discovered during replacement on (B)(6)2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter kink. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related. Related to surgery/anesthesia. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2019, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a manufacturer representative (rep) provided the serial number of the patient's pump and catheter. It was noted that the cause of the catheter was determined. It was noted that operative findings found the proximal catheter tubing entrapped within a suture loop near the pump site. It was noted that the issue was resolved as replacement of the proximal catheter segment occurred and then was connected to the pump. Once connected, there was excellent withdrawal of spinal fluid from the test chamber. The pump and catheter were noted as functional. The status of the catheter was unknown as there was no notes about the disposition of the proximal segment that was replaced. No further complications were reported/anticipated.

Event description:
Additional information received from an hcp via a clinical study indicated that a catheter kink was observed during surgery. The patient reportedly experienced a lack of benefit which was clarified as "no reduction in spasticity."

Manufacturer narrative:
Continuation of d10: product ID 8784. Serial# (B)(6). Implanted: (B)(6) 2019. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) and a clinical study regarding a patient receiving an unknown baclofen (unknown dose and concentration) via an implantable pump. It was reported there was a failed catheter. A cisternogram did not show any tracer leaving the pump pocket. When refilling the medication the pump did not have any excess medication left over, so they assumed the pump was working. The plan was to replace the catheter. Device modification and catheter exchange occurred on (B)(6) 2019. It was unknown if there was any impact to the patient. The event date was (B)(6) 2019. The patient's medical history was asked but unknown. The patient's weight was (B)(6). No further complications were reported/anticipated.